Event description:
It was reported the patient experienced a shocking or jolting sensation. It was stated the patient had several chiropractic adjustments done in the area where her device was implanted. Reportedly, after one of her appointments, her lower back and the ins site hurt and continued to be painful. It was noted that since the adjustments ¿every so often the patient felt a twinge or a shock sensation.¿ the patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3093-33, lot# v197987, implanted: (B)(6) 2009, product type: lead. (B)(4).